Event description:
The user reported the flow module readings were inaccurate. An alternate device was employed to monitor the flow. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.